Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the luer joint was separated from extension catheter. It was stated that the device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the luer hub separated from the extension catheter is confirmed but the exact cause remains unknown. One 4 fr groshong connector with the extension leg was returned for investigation. An infusion cap was attached to the hub. Use residue was observed throughout the sample. A section of the groshong catheter was slightly protruding from the compression sleeve and broken. The distal section of the catheter was not returned. The red luer hub was not fully advanced into the white over sleeve. Since evidence of use was present, possible contributing factors include excessive tensile force during use; however, since the condition of the sample during package opening is unknown, the exact cause is unknown. A lot history review (lhr) of rebn1400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the luer joint was separated from extension catheter. It was stated that the device was not used on a patient.